Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.6 impact code. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve with alterra, the 1st alterra pre-stent migrated distally and another alterra was deployed to stabilize the first one. The 29mm s3 was implanted in the second alterra with a great result.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation findings and investigation conclusions. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. Due to unavailability of work order, review of the DHR and lot history was not performed. Therefore, a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. As reported, ''the 1st alterra pre-stent migrated distally and another alterra was deployed to stabilize the first one. The 29mm s3 was implanted in the second alterra with a great result.'' The IFU warns that correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. Without the return of procedural imagery, a definitive root cause is unable to be determined. However, it is likely patient factors (insufficient apices engagement due to patient anatomy) have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.